Event description:
Customer reported experiencing high bgs (325mg/dl) upon waking up after being at a normal bg (123mg/dl) the night prior. Customer reported the presence of blood in the cannula. Customer did not report that the cannula was kinked or that an alarm was initiated. Pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.